Event description:
It was further reported that the coordinator decided to silence the alarm permanently. The controller continued to exhibit controller fault alarms. Approximately two weeks later the patient accidentally double disconnected both power sources and the controller had a loss of power.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2021 at 08:12:51, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Review of the available autologs report revealed two (2) controller fault alarms, logged on (B)(6) 2021 at 19:26:11 and (B)(6) 2021 at 00:02:21, indicating an issue with the internal battery. Review of the available autologs report also revealed one (1) controller power up event with an associated pump start event was logged on (B)(6) 2021 at 18:52:46. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) and unknown battery was connected to power port two (2). The unknown battery with an unknown serial number is an additional finding unrelated to the reported event; the battery was likely in a sealed state. As a result, the controller is unable to obtain a serial number when communicating to the battery. The sealed state does not impact normal operation. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was off for approximately 17 seconds. As a result, the reported controller fault alarm and loss of power events were confirmed. Lubrication servicing of the battery in a sealed state could not be confirmed since the serial number is unknown. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause for the observed battery in a sealed state can be attributed to a communication error between the controller and battery. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarms may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integra ted circuit. The most likely root cause of the loss of power can be attributed to the reported disconnections of both power sources from the controller as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to the internal battery depleting. The controller remains in use. No patient complications have been reported as a result of this event.